Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. Insulin pump display screen also had a rainbow effect when held in the sun. The customer's blood glucose was unknown at the time of incident. No troubleshooting was provided the customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device back light function properly and no anomaly or reset time/date anomaly after change battery noted during testing. Device had minor scratched lcd window. (B)(4).